Event description:
Customer states prior to use on a pt during pre-test a supplier confirmed the malformation of cuff. Customer confirmed no pt involvement.

Manufacturer narrative:
Conclusion not yet available - pending receipt of sample for analysis.